Event description:
Information was received from a healthcare provider (hcp) and a consumer via a company representative regarding a patient receiving morphine (20 mg/ml at 3.5 mg/day) via an implanted pump. The patient¿s medical history included an ankle injury that resulted in multiple surgeries and ultimately amputation; she had a pump placed due to pain from her ankle. It was reported that the catheter was being revised today because the hcp wanted a more optimal placement of the catheter tip for therapy. A cap (catheter access port) study had been performed and it was found that the catheter was anterior and not at the dermatomal level that the hcp wanted for therapy. The catheter revision was scheduled to replace the catheter. There were no known factors that may have led or contributed to the issue. During the procedure, the replacement catheter was placed as standard. When the hcp pulled the stylet out of the catheter, he had trouble removing it. It ended up breaking during the removal at the end of the stylet near the plastic attachment. He continued with pulling the stylet from the metal portion that was exposed, but then it broke again at the tip of it, and possibly had some of the catheter remaining. There were no known factors that may have led or contributed to the issue. The spinal segment of the catheter was replaced and there were no issues with the new segment. Following the procedure, the pump dose was reduced to 2.7 mg/day. The issues were noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2022, product type: catheter, product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 20-jul-2011, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(4), ubd: 26-may-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 ¿ analysis of catheter model 8709sc found ¿catheter body ¿ deformed in shape and abrasion ¿ did not affect infusion¿. Analysis of catheter model 8780 found ¿catheter body ¿ damage occurred to catheter body and guidewire during implant procedure¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.